Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred with a bd sharps coll next gen 5.4qt red. The following information was provided by the initial reporter, customer called and wanted to know if we have had any complaints regarding whether or not others have had issues with needles popping back out of the sharps container after use. Customer only provided material no.: 305517, she was unable to provide a lot number. Customer stated that back in 2019 (no specific dates), they had issues on 2 or 3 occasions where the needle popped back out of the container and the person was stuck with the needle. She had no specific details, as she stated- the information was provided to her from their osha manager." No medical intervention was reported.

Manufacturer narrative:
Investigation: the actual product nor photo representation was provided as evidence for the investigation of the complaint. Also, a review of the device history record (DHR) was not possible since a lot number could not be provided. However, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to issues (e.g. Incorrect door functionality) that may cause an injury during handling. As a part of containment action an awareness was provided to affected associates to alert them about the complaint and all information received for this investigation. The current process was reviewed, and no issue was found for any kind of risk that may produce an injury or malfunction with this product due to flashes, warpage, or any incorrect assemblies. The label on the front side of the collector provides information and includes the maximum line capacity for containers. No additional evidence was provided to rule out that the fill line was or was not exceeded for the investigation. The possible root cause was that the fill line or the collector has been exceeded or there was a functional failure with the lid door. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that a needle stick occurred with a bd sharps coll next gen 5.4qt red. The following information was provided by the initial reporter, customer called and wanted to know if we have had any complaints regarding whether or not others have had issues with needles popping back out of the sharps container after use. Customer only provided material no.: 305517, she was unable to provide a lot number. Customer stated that back in 2019 (no specific dates), they had issues on 2 or 3 occasions where the needle popped back out of the container and the person was stuck with the needle. She had no specific details, as she stated- the information was provided to her from their osha manager." No medical intervention was reported.